Manufacturer narrative:
The exposed portion of soft cannula was found to be kinked. It could not be determined when this damage to soft cannula occurred or if it linked to the reported event of insulin delivery. No tear was found along the complete fluid path that would cause any leakage of insulin from the pod. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels exceeded 20 mmol/l (360 mg/dl) while wearing the pod between 24 and 36 hours. Insulin was noticed to be leaking out. Hyperglycemia treated by applying a new pod and bolus.